Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx fully covered stent was implanted within the patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a benign stenosis post transplant. No visible issues were noted to the device prior to use. During the procedure, the stent was deployed without any issues. However, following an endoscopic examination of the stent post deployment, the physician noticed that the cover of the stent was "damaged, torn and had holes." The physician decided to remove the stent and place another of the same device without any issues. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx fully covered stent was implanted within the patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a benign stenosis post transplant. No visible issues were noted to the device prior to use. During the procedure, the stent was deployed without any issues. However, following an endoscopic examination of the stent post deployment, the physician noticed that the cover of the stent was "damaged, torn and had holes." The physician decided to remove the stent and place another of the same device without any issues. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.

Manufacturer narrative:
After a visual examination of the returned deployed stent, there were no issues were noted with the profile of the stent or the stent cover. There were holes noted in the cover in the five outermost diamonds of the distal flare, however these holes are acceptable for fully covered stents as they occur where pins are used during the coating process. This passes the in process inspection criteria per the wallflex biliary fully covered stents inspection procedure. No other issues were noted with the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets specification, but the user is dissatisfied with the function, performance, or appearance of the product. Therefore, the most probable root cause classification is user preference issue. Based on the conclusion of the investigation results that the device met specifications, this is no longer considered a reportable event.

Manufacturer narrative:
(B)(4) for the reported issue of stent cover damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.